Event description:
The system 7 sagittal saw was sent for service and during failure analysis it was noted that the device runs faster than intended when in the standard position. There was no patient involvement and no adverse consequences associated with the device.